Manufacturer narrative:
No additional information is available at this time and records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information received that this device was explanted and the lead was surgically abandoned. Attempts to obtain additional information were unsuccessful. The system is no longer in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room. Loss of rv capture was observed and outputs were reprogrammed. The patient presented a month later and loss of capture was again observed. Rv outputs were again increased and the patient will be seen again within a month. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.